Event description:
It was reported that the device was showing motor drive error. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the right bottom corner. Motor rate error found in pump event history log. Occlusion test was able to find motor rate error during the test. The root cause of the reported issue was found to be normal wear and outdated blue worm gear. The pump is over 7 years old. Actions were taken to mitigate the reported issue: replaced worm gear, also worm coupling as a preventative measure.